Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 405 mg/dl at the time of the incident. Patient's current bg: 507 mg/dl. Customer does not want to troubleshoot for high blood glucose at this time. The customer reported that he was fell and is pretty sore. Customer had not treated with a bolus yet. Customer knows that she can enter her blood glucose manually into the pump. 9.7 bolus with pump, customer is running high due to pain from falling. The pump will not be returned for analysis.